Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacing impedance measurements on the right ventricular (rv) lead increased from 600 ohms to 1,000 ohms. There was also an increase in threshold measurements. X-ray showed the lead was stable. An echo noted fluid in the pericardium; therefore, perforation was suspected. As a result, a revision procedure was scheduled. No perforation was noted during the procedure. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Insulation damage was noted and confirmed to be induced. The helix mechanism was confirmed to be functioning appropriately and no irregularities were noted. As a result, the clinical observations could not be confirmed.